Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery in the right eye of the patient, the lens was faulty. The surgeon changed the lens out to complete the case. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The product was returned for analysis and plunger override was observed. Additional observations were as follows: the device was returned in the blister tray inside the carton. The lens stop and the plunger stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been advanced into the nozzle entry and is advanced over the lens. The lens is advanced just past the lens bay. The trailing haptic is folded and is located on the left side of the plunger with the distal portion facing the nozzle tip. The correct nozzle confirmed on the device. We are unable to determine the root cause for the reported complaint. Plunger override was observed. The manufacturer internal reference number is: (B)(4).